Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) interrogated a battery voltage level that was not acceptable for implant. The battery longevity was less than expected. The device was removed from service. There was no patient involvement.